Event description:
It was reported that shaft break occurred. The 80% stenosed, severely angulated target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, the device failed to cross the lesion and was kinked. It was also noted that the shaft was assumed to have broken outside the patient. The procedure was completed with another of same device. There were no complications reported and the patient condition was stable.

Manufacturer narrative:
The device was returned to the cis for analysis. Visual, tactile and microscopic analysis were performed on the device. Hypotube multiple kinks and a break were noted at 20cm distal to the distal end of the strain relief. No other device issues were identified during returned product analysis.